Event description:
The company sales representative was present at this surgery and stated that the occlusion bell went off, but the surgeon was unable to avoid burning the cornea. Patient status is unknown. Additional info has been requested, but no response has been rec'd to date.

Manufacturer narrative:
A review of complaint, service, and manufacturing history data for the system indicates that there has been no additional complaints or service requests related to the reported event. Complaint trending indicates no recent adverse trends. No sample was returned, and the customer did not request a system eval. The root cause of the vent cannot be determined because insufficient info was provided by the customer. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification. November 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer.